Event description:
Patient reported their meter/hcp meter comparison test readings (obtained using same drop of blood) were 216 mg/dl (ss) versus 137 mg/dl (hcp), respectively. No symptoms were reported. Patient did not have supplies to do control test. Replacement strips and control solution were sent to pt. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.